Event description:
It was reported that during a prostate procedure, the laser fiber tip broke off inside patients prostate. The urology surgeons retrieved the broken tip and matched it with another laser fiber to ensure that all pieces were present and accounted for and that the length of all the pieces were appropriate. There was no clinical consequence to the patient.

Manufacturer narrative:
The product was not returned for analysis, therefore, the cause for the reported event could not be established. A review of the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications.

Manufacturer narrative:
User facility reference number 2200710000-2020-8001.

Event description:
It was reported that during a prostate procedure, the laser fiber tip broke off inside patients prostate. The urology surgeons retrieved the broken tip and matched it with another laser fiber to ensure that all pieces were present and accounted for and that the length of all the pieces were appropriate. No additional event or patient outcome information was reported.